Manufacturer narrative:
Based on the potential failure from the complaint, it is hypothesized that during use an excessive force was applied to the installer at an angle which resulted in torsional or off-axis asymmetric (rocking/toggling) load being applied to the ditsal tip of the installer. As expandable spacer installers are not designed to withstand an excessive torsional or off-axis load, an insertion forces applied at an angle may have resulted in the failure are the distal tip of the installer.

Event description:
It was reported that the wedge inserter would not disengage from implant, upon finally disengaging one of the distal tips broke off and was retained in patient.